Event description:
Following successful deployment of the excluder bifurcated endoprosthesis trunk-ipsilateral device, attempts to gain access to the leg hole stump were unsuccessful. During this process, a dissection of the distal aortic neck was noticed. A second trunk-ipsilateral device was placed to create an aortic-uni-iliac. The physician opened the pt above the aortic bifurcation and tied the distal aortic neck around the proximal trunk section of the trunk-ipsilateral devices. This was followed by a femoro-femoral crossover, to perfuse the pt's opposite leg. The pt was fine. No allegation of deficiency was made regarding any of the excluder bifurcated endoprosthesis devices used in this case.